Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated and the patient experienced a discomfort due to its position and had an inadequate stimulation. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-50. Serial number: (B)(6). Batch/lot number: 7073481. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI) #: (B)(4).